Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the report of pulsatility index (pi) events. A specific cause for these events, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file contained data from 18feb2025. The majority of the data consisted of pi events, with pi ranging from 3.7-10.2 throughout the file. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced several pulsatility index (pi) events. Two pi events went up to 10.2 and 10 and log files were submitted for further review. The log captured 122 pi events on (B)(6) 2025 there were no other unusual events recorded in the log file event history. Information from provided documentation further reported that the patients most recent echocardiogram showed moderate right ventricle dysfunction. The previous echocardiogram showed normal right ventricle function. The patient experienced dependent edema.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.